Event description:
The account generated inconsistent axsym bhcg results on a patient specimen when diluted. The initial 1:200 dilution was lower than expected; axsym bhcg = 10,000 miu/ml (1:10 autodilution), but axsym bhcg = 2000 miu/ml (1:200 autodilution). The specimen was manually diluted 1:5 which was run as 1:10 autodilution with axsym bhcg = 11,000 miu/ml as expected. Through troubleshooting, it was discovered that the meia lamp was replaced a week earlier but the bhcg assay was not calibrated after the lamp change. Additionally, in the past week, there were several 3000 series error codes, such as aspiration errors and liquid too low in the sampling center. All quality control has been in range. Service replaced the axsym syringe valve on the axsym analyzer. The axsym bhcg = 2000 miu/ml result was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Investigation in process, no results or conclusion can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The customer performed troubleshooting including performing probe checks and a fluidics check, which passed. The meia lamp was replaced on (B)(6) 2008, however the customer did not recalibrate the assay following lamp replacement. Multiple level sense (ls) errors were identified in message history including error codes (ec) 3053, 3089, 3081, 3084 and 3078 in the sampling area and ec3558, unable to process test, sample integrity questionable. The customer technical advocate (cta) explained to the customer these errors would impact dilution performance and would be caused by the dispense system. The customer verified there were dried buffer salts around the sampling probe washstation area. The customer requested field service rep (fsr) to visit the account. The fsr replaced the syringe valve which was clogged / obstructed and performed verification procedures. The instrument was returned to the customer meeting specifications. The investigation of the issue consisted of a review of customer complaints, current axsym labeling, and the information provided including the complaint text. The axsym operations manual provides multiple probable causes and corrective actions to assist the customer with resolving inconsistent/ erratic/ discrepant results. The probable causes listed include dirty or malfunctioning dispense components. Your field service rep replaced the syringe value to return the instrument to specification and there have been no further issues documented. This is a final report.